Event description:
Medics responded to a report of an unresponsive person. Crew arrived to find CPR in progress, pt unresponsive and apneic. Electrodes were attached to the pt, it was determined the pt was asystolic. Reportedly, when pacing was attempted the device alarmed and indicated leads. The device operator checked the electrodes and cable, the device continued to indicate leads and pacing could not be activated. The device operator switched to paddles lead and tried to deliver a 200 joule shock. The device would not charge. A back up AED was made available and used to analyze the pt's rhythm. The device indicated no shock advised. Drug therapy and CPR were started. During transport to the hospital the device was turned back on reattached to the electrodes, pacing was again attempted and was successfully activated. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on an assessment of the pt's lack of response to resuscitation efforts.